Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the cloudy effluent was not reported. The same day as event onset, the patient was hospitalized. Treatment was not reported. The patient was discharged from the hospital on an unknown date and patient outcome of the event was unknown. Action taken with pd therapy was unknown. No additional information was available.